Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) display during drain. The home patient (hp) stated that the line disconnected during sleep causing the error. The technical service rep (tsr) instructed the hp that if the hp restarts with new supplies, to complete the number of cycles that were missed. A follow up was done with the nurse regarding the system error 2240 alarm due to the pt line becoming disconnected from the transfer set. The nurse stated that the home pt woke up and found the bed wet and the pt line had become disconnected from the transfer set. The sample was not available. There was no pt injury or medical intervention associated with this report.